Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having cancer, spots on liver and kidney. The patient also alleged increasing depression and gained 30lbs this year . The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In initial reports section b5 mentioned incomplete, correct b5 should be : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged having cancer, spots on liver and kidney, not sleeping well, increasing depression and gained 30lbs this year related to a CPAP device's sound abatement foam. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Section h6 updated in this report.